Manufacturer narrative:
Patient date of birth, weight is not available for reporting. (Other number): (B)(4). Initial implant date is in (B)(6) 2016 (exact date is unknown). The surgeon intends to leave the broken plate implanted in the patient; as such explant date is not applicable. Implant is not expected to be returned for manufacturer review/investigation, as it remained implanted in the patient. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a mandibular plate which was implanted on an unknown date in (B)(6) 2016, was discovered broken on a routine follow-up appointment on an unknown date. The patient's bone is fully healed, with no complications, and the surgeon intends to leave the broken plate implanted. Patient outcome was reportedly good. This is report 1 of 1 for (B)(4).